Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the image was cloudy on the 7 mm extended length endoscope. Another scope was unavailable, therefore, they converted the procedure and opened the pt's leg.

Manufacturer narrative:
Upon receipt of the device, it showed no signs of usage or evidence of blood. A visual inspection did not identify any non-conformities. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; there were scratches observed on the lens likely attributable to the cloudy appearance on the monitor. Based upon the eval results, the reported complaint was confirmed. Prior to each use, "inspect the endoscope for visible damge (e.g., cracks, loose components); if found, remove the endoscope from operation." Please see step 6 on page 4 for relevant info. The customer has been advised of our eval results, including the relevant section of the IFU. Internal file number - (B)(4).